Manufacturer narrative:
(B)(4).

Event description:
A reliant stent graft balloon catheter was used in a patient during the endovascular treatment of an abdominal aortic aneurysm with another manufacturer's stent graft. It was reported that when the reliant balloon was attempted to be used for touch-up from the distal side of another manufacturer's stent graft, the balloon ruptured. The syringe size used was 30cc and the physician inflated within the graft. No over inflation was noted. No clinical sequelae were reported. The physician commented that the reliant balloon ruptured before touch-up. During preparation, air was evacuated, but flushing was not performed.